Event description:
Customer reported the unit of measurement setting of their unlocked freestyle flash meter changed. The customer observed a battery icon, but no error messages were displayed on the screen. The calibration code stored in the meter was correct, but the date/time setting had changed. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed.